Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. Reportedly, the safety feature was set to 18 hours. The user cleared the alarm and resumed insulin delivery. The user's blood glucose (bg) level was 385 mg/dl. It was reported that the user's friend administered a bolus. Additionally, it was reported that the customer took too many pain medications and experienced confusion. Tandem technical support recommended to the contact that the user should contact their healthcare provider before modifying the safety feature. Reportedly, the user went to the emergency room. The contact reported on 10/19/2016 that the user was hospitalized on (B)(6) 2016 with a bg level between 400-500 mg/dl. The user was treated with intravenous drip, manual injections, and was released from the hospital on (B)(6) 2016.